Event description:
It was reported that the device had error code 141514. There was unknown patient involvement.

Manufacturer narrative:
B3: unknown; no information has been provided to date. E: phone number extension (B)(6). Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
Updated section a. There was no patient involvement, and no patient harm reported.

Manufacturer narrative:
Correction to previous supplemental report (3012307300-2024-11818): aware date for receipt of additional information is 03-feb-2025.

Manufacturer narrative:
H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. A review of the event history log found multiple occurrences of system fault 41541 error codes. Visual and functional tests were performed, and a worn-out latch handle, latch lock and latch flex sensor were found to be the cause of the issue. The entire latch lock assembly was replaced to fix the issue.